Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. However; the device was received stuck in the motor error loop during bolus / basal delivery. The motor position encoder error alarm could not be confirmed due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.